Event description:
It was reported that the anesthesia workstation generated a technical error alarm indicating that the safety valve was open. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated onsite by our field service engineer and it was found that the inspiratory pressure transducer pcb's was faulty. It was replaced and the anesthesia system was cleared for clinical use. The investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages. Simulated use testing of the returned pcb reproduced the reported failure. The system checkout failed the pressure transducer test due to the gain correction factor being outside defined interval (0.05 from factory default). The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by the inspiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).